Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a channel error during an infusion of amiodarone was confirmed through testing to be a faulty bottle side pressure sensor. Results of testing performed on the suspect pump module following the pressure sensor malfunction product analysis procedure found the suspect pump module operating outside specification. Voltages for patient side pressure sensor where under specification when zero force was applied. The bottle side pressure sensor remained stuck at 4.98v after applying and releasing force. A review of the suspect pump module error log identified a pressure sensor channel error with code 240.4150 on the reported day of the event. The review of the suspect pump module event log showed that on (B)(6) 2024 at 10:54 am, the user selected the channel and started a new infusion suspected to be of amiodarone with rate: 20.8ml/hr and volume to be infused (vtbi): 15ml. At 11:03 am, the channel alarmed for air-in-line (ail) and the user restarted the infusion. At 11:05 am, the infusion stopped and device alarmed for pressure sensor malfunction. The pressure sensor tip sheet states that to avoid pressure sensor damage, do not apply pressure to the center of the pressure sensors. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to service: suspect pump module s/n: (B)(6) (service notification: 304018161) device was opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report of a channel error occurring during an infusion, was determined to be a faulty bottle side pressure sensor. Note that this report lists imdrf annex a040502, a1801, a0401, c0601, c07, d01, d15, g02017 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the pump alarmed channel error, which stopped the infusion of amiodarone. Per report, the user was unable to restart the pump. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump alarmed channel error, which stopped the infusion of amiodarone. Per report, the user was unable to restart the pump. There was patient involvement but no harm.